Event description:
Customer states during use on a patient at hospital, a nurse confirmed the air leakage from the pilot balloon. No patient harm but information suggest that decannulation and recannulation of a replacement tube was required. Pre-test: unknown.

Manufacturer narrative:
The sample is expected to be returned for analysis.